Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 470 mg/dl at the time of incident and the current blood glucose of the customer was 389 mg/dl. Customer reported that the sensor were not being worn due to blood on site. Customer reported that they got insulin flock blocked alarm. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.